Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? Can you identify the product code of the vicryl suture used? What tissue was the vicryl suture used on? What was the condition of the tissue (weak, healthy, diseased)? How was the suture placed (continuous or interrupted)? Can you identify the product code of the vicryl suture used? Do you have any photos of the stitch abscess? Were any cultures performed and the results? What post- operative date did the patient present with stitch abscess? What medical treatment was performed for the stitch abscess? What is the surgeon opinion as to the contributing factors to the stitch abscess? What is the current condition of the patient? Are there any new or staff over 6 months? Have your or staff been tested for any infections? You reported "at least six patients in the past six months" please clarify exact number of patient events. For each patient event, please provide the following: date and name of the procedure. Product code and lot number of vicryl suture used. Was the event previously reported to ethicon? What post operative date did the patient present with stitch abscess? What medical treatment was provided for the stitch abscess? Were any cultures performed and the results? What are the patient initials, age, gender and weight?

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and suture was used for closure. The patient experienced a stitch abscess. No further information was provided. Additional information has been requested.